Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1514001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
On (B)(6) 2015, cardinal health received a copy of a medwatch report ((B)(4)), which was sent to the FDA by the user facility: the physician activated the mynx vascular closure device and the device failed to deploy. Additional information: original indented procedure: cardiac catheterization device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Event date: (B)(6) 2015. Date of report: (B)(6) 2015.